Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, h6, and h11 were updated. Based on the results of the investigation, the noisy image was confirmed. However, the definitive root cause of the noisy image could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during use for a therapeutic procedure. The device was inspected before use. Another device was used. There was no delay in procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had noisy unrecognizable image when the plug of a 190-camera head was moved. There were no reports of patient harm.